Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Primary audible alarm post verified in the event history log. The customer did not return the device; it was repaired at the customer site. As a result, product evaluation or repair was not performed. A corrective and preventative action has been opened to address the reported issue. The customer stated that they replaced speaker to resolve the issue. Additional information g5 510k number.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a primary audible background test alarm before infusion. No adverse effects were reported.

Manufacturer narrative:
Additional contact: (B)(6).